Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, iol was loaded and injected into the eye and removed from the eye because of two scratches in the visual axis. Additional information has been requested and provided that there was no patient harm and no hospitalization. The issue has been resolved.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. There is one other complaint in this lot. The product investigation could not identify a root cause for the reported complaint. Information was provided that the product was not available for evaluation. The manufacturer internal reference number is: (B)(4).